Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that a patient was admitted to the hospital and was intubated. There was a question of possible overdose so the pump dose was going to be decreased. The patient had a change in therapy effect. The pump was used to infuse morphine (unknown). No patient outcome was reported. Follow-up was being conducted to obtain this information. If additional information is received, a follow-up report will be sent.